Event description:
It was reported that the rv lead measurements were not acceptable due to a suspected lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.